Manufacturer narrative:
It is unknown when device migrated. 510k: this report is for an unknown 100mm tfna helical blade. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent revision surgery because the trochanteric femoral nail-advance (tfna) helical blade had perforated the femoral head and cut out into the acetabulum. Procedure outcome and patient status are unknown. Concomitant devices: 11 x 170 tfna nail (part: unknown, lot: unknown, quantity: 1); locking screws (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown 100mm tfna helical blade. This is report 1 of 1 for (B)(4).